Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and noise. It was also noted that the right ventricular (rv) lead was oversensing. The ra lead was capped and the rv lead remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.